Event description:
New information received notes that the patient presented to the emergency room with inappropriate shocks due to noise. The patient was in normal condition following lead extraction. There were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the lead was explanted and replaced due to fracture.